Event description:
A malfunction alarm with code 12 was reported, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and after reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which the customer acknowledged and understood.